Event description:
An alarm was reported by the caller, indicating a potential occlusion issue with the pump. The customer's blood glucose level was significantly affected, reading as "high," though no specific value was provided. To address this, the customer administered a corrective injection via multiple daily injections (mdi). Reportedly, a replacement pump was provided, and the customer continued to use the pump for insulin therapy.